Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on several occasions and with several sensors of the same model the latter went into the defective sensor, alarm on the scopes and after about ten seconds of use and despite several attempts to change the cables. It was indicated that values were very low not correlated with the patient state. The problem came from cleaning which left a film on the sensor and disturbed the signal. There was no patient injury.